Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Assembly pull rod would not thread into the stem.

Manufacturer narrative:
Examination of the returned instruments find all of the threads on both devices have been severely damaged, both functional end and mating end. A search of the complaints databases identified other reports against the lot codes and similar reports against the product code(s) with the root cause finding of misuse and/or user error. The root cause is attributed to misuse. Corrective action has not been indicated. Monitor via sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.